Event description:
It was reported that the insulin pump alarmed. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose motor support disk.